Event description:
It was reported that during a hip procedure using a 1.8mm q-fix implant, the implant failed to deploy from the shaft. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.